Event description:
It has been reported by the customer that the ampoules involved in this per, when the surgeon tried to open them, breaking by the marked ring, the entire ampoule resulted broken. There was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
The device simplexhv ce genta 10 pack marketed in europe corresponds to simplex hv genta us 10 pack.